Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed. After many unsuccessful attempts at positioning, the delivery catheter system (dcs) was retrieved from the patient. The physician had trouble deploying the valve in the appropriate position as it continually dislodged to a high position. It was reported that the valve had been recaptured more than the recognized amount of times before it should be discarded. The patient developed severe aortic regurgitation. It was decided to implant a non-medtronic (edwards) valve. Of note, a post dilation of the edwards valve was not performed. No adverse patient effects were reported.